Manufacturer narrative:
This report is being supplemented to provide results of the investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. There was no indication that the event was caused by a misuse or that the event was related to design of the device. Repair history was reviewed and no issues were found related to the reported event. The device was not repaired within the last year. Although the defects found during evaluation were confirmed, the foreign material in the nozzle could not be specified, there was no physical damage where the foreign material was found, and no deviations from reprocessing the device according to the instructions for use (IFU) were reported. A definitive root cause of the foreign material in the nozzle could not be identified. If additional information becomes available at a later date, this report will be supplemented. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The customer later confirmed that they cleaned, disinfected, and sterilized the product before returning it for evaluation, and that they were not sure when the foreign material adhered to the scope. However, they confirmed there was no possibility that the scope was used for a procedure with the foreign material attached to it. The device was returned to an olympus repair facility, and an evaluation of the device was performed. During the evaluation, foreign material was discovered in the device nozzle. The customer's originally reported issue of a screen whiteout was not confirmed. The following additional findings were also noted: objective lens crack. The investigation is ongoing, and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation, or if any additional information is provided by the user facility.

Event description:
An olympus representative reported on behalf of the customer that their evis lucera gastrointestinal videoscope had a screen whiteout. Upon inspection and testing of the returned unit, it was discovered that there was foreign matter clogging the device nozzle. There was no patient involvement associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.